Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye in a secondary surgical procedure due to patient experiencing halos, glare, and refractive surprise issues. It was indicated that another johnson & johnson lens, model diu150 of 16.5 diopter was used as a replacement. There were no medical or surgical interventions such as incision enlargement, vitrectomy, or sutures reported. The patient is doing fine post-operation and no patient injury was reported. No further information is available.

Manufacturer narrative:
Ethnicity: unknown/no information. Date of event: the exact date is unknown, the best estimate is between oct 13, 2021 and mar 2, 2022. The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: may 23, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received loose inside of a bag. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues that could contribute to or cause visual disturbances could be identified. Based on the return condition of the lens, no further product evaluation could be identified. The complaint issue was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.